Manufacturer narrative:
Event date is estimated.

Event description:
It was reported that patient's ipg has reached end of service. Further intervention is pending.

Event description:
Additional information received reports that the patient's ipg has met longevity and is therefore no longer reportable.

Manufacturer narrative:
Correction b5: additional information received reports that the patient's ipg has met longevity and is therefore no longer reportable.